Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator door was failed to open. A field service engineer performed full hardware check by shutting down medstation and refrigerator. Reseated cables and inspected components including lock plate and door magnet. Cleaned and reconnected terminals. Powered on refrigerator and waited for temperature display. Booted medstation and confirmed recovery and inventory by escort. Refrigerator door tested in hardware test application and medstation rebooted. Medication inventory completed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator system refrigerator door was failed to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no delay or adverse events or injuries reported based on this event.